Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information visualization of particles in the hose and other times in the mask. The patient alleges his nose was getting bits and pieces of something in it and their lungs would cough up black things about every two weeks. The patient states they have been under special doctor's care since march to restore their lungs to proper working order. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected observed a missing nonskid pad on the bottom enclosure, observed an unknown dust like contamination on the top enclosure, front panel, blower box, inlet of the blower box, rear panel, bottom enclosure, blower motor and the blower motor seal. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 0 error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation, observe dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges visualization of particles in the hose and other times in the mask. The patient alleges his nose was getting bits and pieces of something in it and their lungs would cough up black things about every two weeks. The patient states they have been under special doctor's care since march to restore their lungs to proper working order. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.